Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient underwent a left knee revision due to pain and decreased range of motion. The surgeon noted the tibial tray was loose at the cement to implant interface and patella component loosening at an unknown interface. There was a significant amount of hypertrophic tissue around the patella. The femoral component was removed and noted to have a pretty significant notch. All components were revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2017. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.